Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage within the holder with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage within the holder with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date is unknown. Initial reporter phone #: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The actual device was not returned. The photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. The failure mode for blood leakage was not observed on the evaluation of the samples tested. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that the bd vacutainer® one use holder leaked blood during collection. No serious injury or medical intervention reported. No blood to mucous membrane exposure reported.